Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a blade broken at the base. A piece approximately 0.081" x 0.357" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade broke while it was being cleaned outside of the patient. The customer proceeded with a spare instrument. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The procedure performed was single console; multi-port on 2/16. No damage was noted upon inspection. Or staff said the blade broke while it was being cleaned outside of the patient. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside of the patient¿s anatomy.